Event description:
This is a non-us event. The event occurred in (B)(6). The consumer stated that she experienced an infection in her bloodstream, several years ago, after using incontinence pads. The consumer indicated that the adhesive from the pad attached to her skin and ripped her skin off when she attempted to remove it. She visited her doctor several days later and was admitted to the hospital due to an infection in her bloodstream. She stated that she experienced organ failure while hospitalized. She was given medication which improved her symptoms.

Manufacturer narrative:
Device history record could not be reviewed as lot code was not provided. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.